Event description:
Customer reports their abbott diabetes care (adc) device is too hot to hold while charging. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. No signs of burn marks was observed. The reader was found to be functioning properly. Visually inspected the returned usb charger and usb cable and no damage was observed. Did not observe any opens or shorts. Visual inspection has been performed on the power adapter and no issues were observed. Performed load test on the power adapter and results were within specification range. Power adapter passed testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and did not observe burn marks. An extended investigation was performed. Visual inspection was performed on the returned reader and the reader's pcba. No signs of damage or corrosions were observed. The returned reader was turned on with button pressed, strip and cable insertion. A self-test was performed using the reader's own software and the reader indicates it passed all self-tests. After connecting the reader to a computer, the reader was charging and successful connection with the computer. The reader was left on charge for few minutes and no issue was observed. Further testing was performed on the reader's subassembly. The reader's battery was measured using a dmm (digital multimeter) and measured to be within specification range. Sleep current of the reader was measured using a dmm between the battery and the reader¿s pcba, and the current was measured which is within specification. The returned reader was monitored under a thermal camera and no hotspot was observed. There was no evidence observed that would cause the reader to become ¿too hot to hold" and "lg charging has gotten hot and it no longer charges" as reported by the customer. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care (adc) device is too hot to hold while charging. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.